Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support. There was no adverse impact to customer¿s blood glucose level. Cts to replace pump customer continued to use pump for insulin therapy.